Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the merlin.net transmission, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed. No further information was available.

Event description:
New information on 4/2/18 stated that on (B)(6) 2017, the device was reprogrammed successfully. The patient was in stable condition.